Event description:
Voice of resident heard coming from stair well on health center 3rd floor. Resident resides on health center 2nd floor. Found resident on landing at foot of one flight of steps in wheelchair with chest restraint in place. The door alarm had not sounded when resident opened door. According to nursing staff of health center 2nd floor the alarm was activated. Resident sustained laceration above left eye requiring sutures, injury to right hand, and abrasion to left elbow and a small hematoma to back left side of head. Taken to emergency department. Treated and released. Co inspection of alarm system tested out in working order.